Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the affected system had been modified from manufacturer specifications. During investigation, it was detected that the affected system has been modified at two places, the angio and the CT part of the system in order to expand the scan range up to 1500mm. As the affected system is equipped with the specific nexaris features quick switching, instant fusion and common patient registration, such combination only allows a scan range of 1200 mm. Depending on the angio system used and only without nexaris features, the following scan range is possible. Nexaris angio-CT with artis q ceiling (w/o nexaris features): 1400mm. Nexaris angio-CT with artis zee ceiling (w/o nexaris features): 1500mm. As a result of the detected modifications, the system no longer meets the safety requirements in respect to sufficient collision zones between the angio c-arm and the patient table as well as the angio c-arm and CT gantry. In addition, there is a higher risk of mechanical failure of potentiometers of the angio c-arm. In order to avoid the issue caused by the incorrectly configured scan range means, siemens has recommended the following: 1- reducing the scan range from 1500 mm to 1200 mm as specified for the system considering the actual features. 2- changing the configuration into: nexaris angio-CT with artis q ceiling without nexaris features quick switching, instant fusion and common patient registration and with a scan range of 1400 mm. The system was rebuilt to manufacturer specifications during a site visit may 23-24, 2019 and the system now meets the normative requirements. These normative requirements also apply to the safety zones, which were no longer adhered to before the conversion. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.(B)(4).

Event description:
It was reported to siemens that a malfunction occurred after turnover to the customer of the artis q ceiling system. The customer states that during registration, when using the feature "instant fusion", the CT-ax doesn't match correctly. Additional information was provided that a modification of the scan range reduced distances and as a result, safety zones are affected. Siemens has requested additional information in order to conduct an investigation of the reported event.